Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported experiencing high blood glucose of 600 mg/dl and the device had alarmed no delivery. Customer stated the alarm was resolved by a complete set change and the cannula was slightly bent. Customer stated a complete set change normal takes care of alarm. Customer also reported she has been experiencing high and low blood glucose ever since her insulin pump was replaced on (B)(6) 2014. Customer has not called paramedics. Settings on the device were check and were correct. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No cosmetic damage noted.